Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated their blood glucose levels with manual injections. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. The drive support disk was inspected and no anomaly noted. No damage on the lcd isolation tape noted. The insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.